Manufacturer narrative:
At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy for an atrial fibrillation (af) with rapid ventricular response (rvr). Four inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks were delivered between two different episodes. In addition, an atrial driven pacemaker mediated tachycardia (pmt) was noted. No additional adverse patient effects were reported. This device remains in service.